Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the mesh that was used to repair hernia caused intestinal infection, pain, inability to use bathroom, tooth decay, and hernia reoccurrence to the patient. The patient is alive with injury. Rx meds: protonix, clonopin. Otc meds: miralax.